Event description:
The initial reporter alleged discrepant results when using the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the cobas s201 instrument. The customer was conducting a validation study comparing the ce-ivd version of the assay to the us-ivd version of the assay. On (B)(6) 2021, 60 samples were tested with the ce-ivd version, and all were non-reactive for hiv, hepatitis b virus (hbv), and hepatitis c virus (hcv). On (B)(6) 2021, the same 60 samples were tested with the us-ivd version, and one sample was reactive for hiv, hbv, and hcv, with cycle threshold (CT) values of 35.8, 36.7, and 40.3, respectively. Serology testing for this sample and all other samples was non-reactive for all three targets. The blood donation was not released.

Manufacturer narrative:
The analysis was performed on a cobas s201 instrument (serial number: (B)(6)). The investigation determined that the kit s201 t-scrn mpx v2.0 96t us-ivd assay was performing within specifications. A systems assessment confirmed that an increased volume in the s-tube would not lead to an unexpected reactive result. The most likely cause of the discrepant result was identified as a deviation from optimal workflow when handling the multi-positive control (mpc) vial and the sample. A review of batch trends, product release, stability, internal non-conformance records, and change records did not identify any issues related to the customer allegation. The customer was advised to ensure adherence to optimal sample and reagent handling workflows.